Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ens_stimulator, product type: external neurostimulator. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had an implant surgery the day of the report; however this was his second surgery. The first surgery had to be aborted because it wasn't working right. It was reported that the first surgery failed, so they ended up replacing the system. The stimulation was implanted to help with his neuropathy of both legs; however the health care provider who did the first surgery could only get the stimulation to one leg. The patient's first surgery was (B)(6) 2015. This was the same issue he had during the trial, but the manufacturer representative told him that was to be expected because in the trial, it was only 1 lead. The patient's trial was approximately (B)(6) 2015. The patient found a new health care provider and had it replaced to see if they could get it to help with both legs. They tried the stimulation, but could not get the stimulation in both legs. It was reported that the manufacturer representative was at the previous surgery, and at the second surgery. The manufacturer representative never reviewed information with the patient; therefore the patient was discharged without getting trained. The patient received a bag, but no instructions on what to do with it. The patient reported that his stimulation has not been turned on yet, and no one has programmed or showed him how to use anything. The patient had no stimulation. The patient reported that he was never educated on anything. The device was implanted on (B)(6) 2016, but the health care provider did not want to turn the stimulation on. There is a follow up appointment on (B)(6) 2016 to get the device turned on, get it programmed, and receive education on how to use the device.

Manufacturer narrative:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.